Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,029 ohms. It was noted that the patient had undergone a cardiac resynchronization therapy pacemaker (crt-p) implant procedure approximately two weeks earlier. Technical services (ts) discussed troubleshooting options and potential causes, such as possible migration or fracture. The patient was scheduled for a follow up visit next month, and ventricular pacing was set to right ventricular (rv) only. No adverse patient effects were reported. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h1: report type updated from malfunction to serious injury. Correction to h6: impact code updated from f26 to f23.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,029 ohms. It was noted that the patient had undergone a cardiac resynchronization therapy pacemaker (crt-p) implant procedure approximately two weeks earlier. Technical services (ts) discussed troubleshooting options and potential causes, such as possible migration or fracture. The patient was scheduled for a follow up visit next month, and ventricular pacing was set to right ventricular (rv) only. No adverse patient effects were reported. This lv lead remains in service. No adverse patient effects were reported.